Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not power up from the battery. The battery was removed and the programmer powered up with the power cord only. The battery was re-installed and the programmer recognized the battery. The programmer remains in use. There was no patient involvement.